Manufacturer narrative:
Concomitant device(s): 320-15-05, 6053781 - eq rev locking screw; 320-01-38, 6068866 - equinoxe reverse 38mm glenosphere.

Event description:
As reported, approximately 3 years post op the initial left tsa, this (B)(6) male patient was revised due to dissociation of the liner from the tray while lifting dog cages. Patient was on vacation in (B)(6) two weeks ago. While lifting dog cages he felt a pop in the shoulder followed by pain an inability to rotate the arm easily. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. Devices have been returned.

Manufacturer narrative:
Section h10: (h3) the revision reported may have been the result of either incomplete seating of the liner during implantation, bone impingement, patient-related conditions, a post traumatic event, or any combination of these possibilities, which led to humeral liner disassociation. Section h11: the following sections have corrected information: (h6) component code: 4755, part/component/sub-assembly term not applicable.